Event description:
It was reported that the pk dissecting forceps instrument jaws were not rotating. The device was not used on a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint jaws not rotating is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.